Event description:
It was reported the patient had an accommodating intraocular lens implanted on (B)(6) 2011. At one day post operative the lens had dropped back into their retina. This lens was removed the same day and replaced with a multifocal intraocular lens. This lens also began to drop back int the retina and so it was immediately removed and replaced with an anterior chamber lens.

Manufacturer narrative:
Date the original accommodating lens was implanted was (B)(6) 2011 and not (B)(6) 2011 as initially reported to the manufacturer. Additional information: in follow-up with the reporter she stated the incision was not enlarged to remove the multifocal lens but it was enlarged to implant the anterior chamber lens. The lens was cut in half during the removal and was discarded; therefore it is not available for return. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Several attempts to obtain additional information from the surgery center for this adverse event have to date been unsuccessful. The lens met all manufacturing specifications prior to release. There is no evidence to suggest the device was the cause of this issue. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Device not received for analysis.